Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The customer was provided a replacement device. When more information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an airsense 10 device caught fire. There was no patient harm or an injury as a result of this incident.

Manufacturer narrative:
The airsense 10 device was returned to resmed for an investigation. Visual inspection revealed evidence of high heat damage on the side panel, chassis and pneumatic motor block casing; no heat damage on the power supply unit plug or main circuit board. The investigation determined that the reported event was due to an external heat source. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 device caught fire. There was no patient harm or an injury as a result of this incident.